Event description:
Event description guidant received information that this atrial lead was suspected to have fractured. During the revision procedure, venous access was unable to be obtained on the patient's left side. Both leads were surgically abandoned on the left side and a new pacing system was implanted on the patient's right side.